Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1 / expiration date: 08-april-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR?no, mfg date:15-mar-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless pacemaker, the threshold increases after cutting the tether but before the tether was pulled causing a pacing problem. The device was attempted/not used and replaced. No patient complications have been reported as a result of this event.